Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that he had made insulin therapeutic adjustments based on his cgm values alone, against cgm's user's guide recommendations. Pt consequently suffered a hypoglycemic episode and fainted. Paramedics were called and pt received a glucagon shot in the ambulance while being transported to the hosp. At the hosp, pt was treated with IV and released the same day. At the time of his call to dexcom technical support, pt reports he was feeling fine.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.